Event description:
It was reported that after being dropped in water, a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to a backup pump for insulin therapy. The customer also had manual injection supplies available.